Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.

Event description:
It was reported the patient's blood oxygen saturation dropped to 85%, and a large amount of light bloody fluid was sucked out of the mouth and pharynx. The doctor performed an emergency nasotracheal intubation. After the nasotracheal intubation was successfully inserted, when the balloon was fixed, it was found that the inflation end of the tracheal intubation balloon could not be inflated and was in an empty state. After evaluation, the nasotracheal intubation balloon may have quality problems such as leakage. To ensure the patient's normal ventilation, the nasotracheal intubation was replaced. When the nasotracheal intubation was removed, it was found that the balloon at the end of the tracheal intubation that closed the airway had been inflated to a large amount and was spherical, but the balloon was in an empty state. There was patient involvement, but no patient harm/adverse event reported.